Manufacturer narrative:
Exemption number: e2014018. Date of event: unknown. According to the available information there were no negative consequences for the patient. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There is one more complaint with this lot and this error pattern at hand. The root cause for the failure is manufacturing related.

Event description:
It was reported by the healthcare professional to the company sales representative "the samples were repackaged and sent back to customers. No samples available for the investigation".